Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The pump also had minor scratches on the lcd window, cracked case at display window corners and battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer received multiple button error alarm. It was also reported that the insulin pump had a blank screen. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information was provided.